Manufacturer narrative:
Product event summary: analysis confirmed the customer comment of programmer not booting up and the software was reloaded to resolve. It was further noted that the programmer was missing its stylus and its hinge plate screws, corrosion was found in various areas and it was out of specification on its "antennas connected delta db small functional" test, the radiofrequency transceiver had a loose post. Due to the corrosion the programmer would not be repaired and would be returned to the customer unrepaired.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer screen was non-responsive. It was further requested that the programmer receive a test and calibration procedure. The programmer was returned for service. There was no patient involvement.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product ID 229047 software analyzer. (B)(4).